Manufacturer narrative:
Age of device: 6 years, 8 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2012. It was reported that pump power spiked to 10.9 w and flow was 11.3 l. Patient was hospitalized due to power/flow elevations and rise in lactate dehydrogenase (ldh). Patient was placed on intravenous bival. Technical services reviewed the log file and observed transient power and flow elevations, the average pulsatility index (pi) remained within normal parameters. It is recommended to clean the battery clips and the battery terminals. Additional information was requested.

Manufacturer narrative:
A direct relationship between the pump and the reported increase in ldh could not be determined. The report of pump power and flow elevations was confirmed based on the submitted system controller log files. The center reported that the patient was seen infrequently and presented with occasional power and flow elevations. Follow-up information also indicated that the patient¿s ldh was trending upwards. The hmii IFU explains pump parameters and outlines that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Hemolysis is also listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Heartmate ii lvas IFU document (B)(4), rev. B, was available at the time of the event. Hemolysis is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Pump parameters, including power, are detailed in the power section of the introduction. Device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook, document #(B)(4), rev. B, was available at the time of the event. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. The patient handbook warns to always connect to the mobile power unit when sleeping or when there is a chance of sleep. If you are sleeping you may not hear the system controller alarms. The patient handbook also contains a section on sleeping, which include a pre-sleep checklist. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: patient continued on bivalirudin IV. Manufacturer's technical representative reviewed log file and observed power and flow elevations across (B)(6) 2018 and (B)(6) 2018. On (B)(6) 2018, average power was 7.3w and flow was 6.5l/min. On (B)(6) 2018, average power was 7.1 w and average flow was 5.6 l/min.